Event description:
It was reported, the patient¿s entire system was explanted due to infection at the implantable neurostimulator (ins) site, and the ins became exposed on the right chest. It was noted, the device would not be returned, and that the patient had been administered perioperative antibiotics. The manufacturer representative later stated, the ins infection was on the left chest. The infection was resolved through treatment with antibiotics, and the patient recovered and was discharged the next week.

Manufacturer narrative:
Product ID 3389s-40, lot# v082874, implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).